Event description:
Infant has umbilical artery catheter (uac) placed and when going to cut sutures, the umbilical line was cut as well and went inside the vessel in the baby. Pediatric surgeons called to bedside for cut down procedure to remove line.